Event description:
Additional information received from the healthcare provider (hcp). It was reported that regarding the cause of the patient not hearing the alarm, that maybe the patient was in a loud room. It was indicated with regards to actions performed to resolve the issue, that there was nothing to do about this.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a healthcare provider (hcp) indicated that there was no cause determined related to the peated motor stalls and recoveries. The hcp would continue to monitor for unexplained motor stalls. It was unknown if the repeated motor stalls resolved. The patient had not been seen again in the clinic since the last interrogation when the unexplained motor stalls were discovered. The patient had not called to report hearing a pump alarm.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving an unknown drug via an implantable infusion pump for intractable spasticity indications for use. It was reported that the patient came into the clinic today and the pump showed two motor stall / motor stall recoveries. The first stall occurred at 8:59am and recovered at 9:06am. The second stall occurred the same day at 9:33am and then recovered at 9:52am. The patient was not near a magnetic resonance imaging (MRI) machine or magnets. The patient stated they were sitting at their work desk. Technical services suggested they keep monitoring the patient's pump for any further messages.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider (hcp) indicated that the patient in for a refill on (B)(6) 2026 and two more motor stalls were in the logs; one on 2026-04-20 and one on 2026-04-21. The patient did not know why the pump stalled. The hcp stated that the patient had a wallet with a magnetic clip that they used in their front pocket on the same side of the pump. The hcp advised the patient not to use the metal clip. The hcp mentioned that the patient did not hear the pump alarm. The hcp stated that the pump had gablofen.